Event description:
Healthcare professional reported echo on patient shows wide open central regurgitation. Patient has no signs or history of infection and is not taking anticoagulants. The valve was replaced in 2002 and the operation went well. Return of the valve was requested. The valve was given to the family at their request and will not be returned for analysis.